Event description:
It was reported that the patient passed away. The manufacturer attempted to obtain a medical assessment from the physician but no additional information was available. There were no reports of device-related issues from the patient prior to the passing.

Manufacturer narrative:
Date of event: the date of death is an estimate based on the date the event was reported. The actual date of death was not provided. The manufacturing records were reviewed and no relevant nonconformities were found.